Manufacturer narrative:
Initial reporter phone number: (B)(4). The valve remains implanted in the patient. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and the use of the edwards transcatheter heart valve (thv) devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intraprocedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient and procedural factors (age, ef, double curved lundquist wire that could cause the embolization of some plaque) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences affiliate in australia, regarding an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. On post operative day 1, patient was ween off the ventilation but the patient did not wake up and it was noticed the right side of the body was not moving. CT showed embolic stroke in the anterior cerebral artery / middle cerebral artery. The patient passed away on pod3. As per medical opinion, the cause of the event was related to a patient sick heart which the occlusion of the valve with the bav balloon was enough to led the patient into an ischemic spiral with the low cardiac output that caused the event. It was unsure if the ischemic spiral was first or if the stroke caused the initial event. The root cause of the stroke could be the choice of a double curved lundquist wire that could cause the embolization of some plaque from the transverse or ascending aorta, but unsure how and when did the stroke occur.